Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical g4-femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. D10 - medical product: articular surface medial congruent (mc) catalog # 42522100911 lot # 65447515; all-poly patella cemented catalog # 42540200035 lot # 65915539; tibia trabecular metal two-peg porous fixed bearing catalog # 42530008302 lot # 65462703; patella reamer blade catalog # 00597909535 lot # 65841818; 2.5 mm female hex screw catalog # 42509902525 lot # 65987354; rosa knee single use kit catalog # tpau-rosakt150 lot # 6500228482. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00246.

Event description:
It was reported patient underwent a revision procedure two months post implantation due to instability. No more information is available.